Event description:
It was reported that the event occurred in the cardiac surgical unit. The insertion site was the left internal jugular and it was stated that air was being aspirated intermittently with blood via the sheath valve. A valve cap was placed to try to eliminate air leakage and the medical doctor repositioned the catheter to no avail. The catheter was removed and successfully replaced. There were no reported patient injuries or complications. The patient was noted as "okay."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.